Event description:
Our dealer in (B)(6) reported via phone conversation to a carefusion technical support representative the following; "the uim on this ventilator does not power up, only the leds on the membrane panel are lit up. There is no info if the product was on a pt when the incident occurred."

Manufacturer narrative:
(B)(6). Carefusion technical support has issued a return authorization for the alleged bad component, uim. Upon receipt of the component the failure analysis lab will conduct an investigation. A follow up medwatch report may be filed pending the results of the evaluation.